Manufacturer narrative:
E1: initial reported facility name: (B)(6) hospital. E1: initial reported phone number: (B)(6). Device evaluated by MFR. Returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 13mm from the tip. Inspection of the remainder of the device presented no damage or irregularities. Product analysis found damage to the device that would have contributed to the reported event.

Event description:
Reportable based on device analysis completed on 07-dec-2022. It was reported that the balloon failed to inflate. A 4.0mmx15mmx150cm express vascular sd stent balloon was advanced into the treatment. However, during the inflation, it failed to inflate. The device was removed without any problem and the procedure was completed successfully with another of the same device. There were no patient complications or injuries reported and patient condition was stable. However, returned device analysis revealed a balloon pinhole.